Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged due to twiddler's syndrome. The lead was surgically abandoned. No additional adverse patient effects were reported.